Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of redness, swelling, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: indications ¿ "juvéderm® volift¿ with lidocaine is an injectable implant intended for the treatment of any deep skin depressions due to conditions such as premature aging. ¿ juvéderm® volift® with lidocaine is intended to be used via deep dermis or lips mucosa injection by an authorized medical practitioner." Precautions for use ¿ "juvéderm® volift¿ with lidocaine is indicated only for intra-dermal injections and injections in the mucous membrane of the lips." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended." Method of use - posology ¿ "do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Healthcare professional reported patient was injected by another physician to the hands with juvéderm® volift¿ with lidocaine. Approximately 4 months later patient developed redness, swelling and itching on the back of the hand. The reporting physician treated the patient with antibiosis (clarithromycin) and hyalase. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected by another physician to the hands with juvéderm® volift¿ with lidocaine. Approximately 4 months later patient developed redness, swelling and itching on the back of the hand. The reporting physician treated the patient with antibiosis (clarithromycin) and hyalase. Symptoms are ongoing.